Event description:
During a right ventricular (rv) lead revision procedure, the set screw of the header of the device was found to be too loose and came out of the header. The device was explanted and replaced to resolve this event. The patient was stable with no consequences.